Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was oversensed by the device. Programming changes were made. There were no patient consequences.